Manufacturer narrative:
Device pass displacement test. Device received with cracked stripped coin slot, broken battery tube threads and reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer blood glucose was 38 mg/dl which was treated with food which they ate at dinner. Customer declined troubleshooting for low blood glucose. Customer stated battery cap was missing and unable to screw battery cap. The insulin pump will be returned for analysis.